Event description:
A cgm error 42 was reported. The customer's blood glucose level was not adversely impacted. Customer support assisted in resetting the pump, after which the error did not reoccur. The customer was instructed to wait 20 minutes to begin their sensor session, which they understood and acknowledged.